Event description:
It was reported during a tonsillectomy procedure the physician was using an excise pdw plasma wand. Intra-operatively it was discovered that there was a small leak of saline where the junction of the shaft meets the hand piece. Saline was still delivered to the distal end of the wand and the wand was fully functional. The procedure was completed using this wand. No pt complications were reported as a result of the event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.